Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update the h7 section.

Manufacturer narrative:
Expiration date - may 2024. UDI - not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number - unknown. The actual device has been returned for evaluation. Therefore the investigation was based on the actual sample, photos received and retention samples. Based on the result of the investigation, the problem originated from our process. Two simultaneous trouble occurred on bag #3; ongoing glue adjustment at epoxy station and silicone cycle over time alarm at silicone coating station. One jig that was pulled out by online inspector #1 after the technician adjustment on bag #3 was possibly returned to the cooling conveyor together with the jig taken out from the drying tunnel during trouble for silicone cycle over time alarm, therefore the jig did not pass the drying tunnel and was not cured. To prevent product, mix up, we will discard products on the jig that were taken out at epoxy station far from online inspection 1 and separate carts during jig take out will be used at epoxy station and silicone coating station. Related document will also be revised to indicate the responsible person for jig takeout / return activity. (B)(4).

Event description:
The user facility reported that when the user was preparing for suctioning from a vial after removing a protector, the user noticed the needle was loose and stopped to use. The nurse said that something white came out from the needle during suctioning. The something white could not be received.